Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The lead was evaluated with the stylet and found restriction/obstruction at the distal region of the lead. Further analysis found the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood. Visual examination of the lead didn¿t find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, it was not possible to advance the stylet in the right atrial (ra) lead. A new lead was used to resolve the event. The patient was stable.